Event description:
The head of the surgery department reported via our sales rep that the self hold mechanism for the screwdriver is broken away during a surgery performance. According to her information, the surgery was completed successfully by using a replacing screwdriver and that the patient was not impaired.

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.